Event description:
It was reported by the attorney that a pt fell at home and fractured the right femur in 1995. Later that same year, the physician did a right hip replacement. Following the surgery the patient developed a s. Aureus and pseudomonas infection at the surgical site. The patient was hospitalized for 9 months and required a second hip replacement. Most of the bone had eroded. The infection reportedly spread to other areas of patient's body.